Manufacturer narrative:
The lot was manufactured from march 6, 2023 - march 8, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked 5-fluorouracil. This was discovered 30 minutes after its arrival to the hospital, prior to patient use. There were no issues observed during preparation under the hood. There was no patient involvement. No additional information is available.